Event description:
Customer reported hospitalization due to low blood glucose. Customer experiencing hormonal changes related to pregnancy. Customer states that she does not recall the event but knows that diabetes was not the cause. The blood glucose reading is 60 mg/dl at the time of the event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.